Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, review of the alarm log, and service history were performed. The fractured battery was identified during visual inspection. The reported event was verified. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have fractured battery. There was no patient involvement. No additional information is available.